Event description:
A distributor in (B)(4) reported that during their inwards goods inspection activities, they noticed what appeared to be a crack on the base of an mr290 autofeed humidification chamber. The crack was noticed before use, therefore, there were no pt consequences.

Manufacturer narrative:
(B)(4).the damage was observed by the distributor prior to pt use. The returned mr290 chamber was visually inspected. Results: the mr290 humidification chamber has an aluminum base that is attached to the chamber dome during production. A scratch was observed on the aluminum chamber base, a lot check revealed no other complaints for chambers with lot number 090711. Conclusion: all mr290 chambers are visually inspected for damage, including scratches, on the production line. Any product which fails the visual inspection is discarded. We cannot determine how the chamber base became scratched. (B)(4).